Event description:
It was reported that during an unspecified procedure, an unk material came out of the catheter. The lesion location is unk. While advancing another MFR's catheter over the zipwire, "a great portion of mucous material came out of the distal end of the catheter." The catheter and guide wire were removed as one without incident. The procedure was completed with another MFR's guide wire. No pt injuries or complications were reported. Pt status is listed as "okay."